Manufacturer narrative:
Button error alarmed due to corroded on keypad trace. No numbers ramping on display noted. Also, unit had missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and a button error alarm occurred. Blood glucose level at the time of the incident was 242 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.